Event description:
It was reported to hamilton medical ag: device is showing o2 supply failed alarm. In service sw o2 input test found not ok. No patient harm was reported.

Manufacturer narrative:
Hamilton medical ag case number: (B)(4).